Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 9th distal stent segment was deformed with raised struts. No other damage was noted on the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous mid rca lesion exhibiting 80% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated with a solarice balloon and a non-mdt balloon. It was reported that resistance was encountered when advancing the device and excessive force was used and it was reported that the stent deformed in vivo during positioning. The device was replaced with another endeavor resolute to complete the procedure . The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.